Event description:
As reported: "after the operation, in-hospital cleaner noticed that the screw of the revolving/rigid switching part of the screwdriver handle was missing after running water rinsing and ultrasonic cleaning. It is unclear at what point in time the screw was missing. However, when the sales rep asked the surgeon and assistant, they said that they would notice if the screw fell off during the surgery. Thus, the facility concluded that the screw was probably fallen off and was down to the sink during running water rinsing."

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could be confirmed based on the investigation performed. The device inspection revealed the following: the identification of the returned instrument was confirmed based on the catalog # and the lot # marked. A detached screw and a detached slider of the handle were also returned. Apart from the detached parts, no major sign of deformation or wear could be observed on the instrument surface. The detached screw and slider caused the screwdriver handle to be loose. Due to the nature of the complaint, a functional inspection was not considered necessary, as it could be observed that the functionality of the device could not be fully given anymore. During manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Due to the lack of more detailed information it was not possible to determine the root cause of the reported event. An unintended usage error could not be excluded, however, there was no clear evidence pointing towards it. There was no indication of manufacturing related issue. As a reminder, no complaint related to a similar event was reported for the same lot. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "after the operation, in-hospital cleaner noticed that the screw of the revolving/rigid switching part of the screwdriver handle was missing after running water rinsing and ultrasonic cleaning. It is unclear at what point in time the screw was missing. However, when the sales rep asked the surgeon and assistant, they said that they would notice if the screw fell off during the surgery. Thus, the facility concluded that the screw was probably fallen off and was down to the sink during running water rinsing.".